Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 16mm, catheter was returned for analysis. A visual inspection of the hub identified no damage. The device was received in two sections as a result of a break which occurred in the hypotube. The break was located at 22cm distal to the distal end of the strain relief. A visual and tactile examination identified that both sections of the break were kinked at various locations along their lengths. A shaft polymer extrusion microscopic examination of the distal extrusion confirmed no evidence of any damages. A microscopic examination of the crimped stent identified no damage. There were no stent strut fractures. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that shaft damaged occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during inflation the hub got damaged. The device was pulled out and another stent was used, and the procedure was completed. There were no patient complications reported. However, returned device analysis revealed hypotube detachment.